Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a patient with mild diffuse lamellar keratitis (dlk) in the right eye one day post lasik. The dlk resolved with eye drops and no additional treatment was needed. The doctor stated the dlk cleared up after a few days which is not normal and no longer feels it was dlk. There are multiple patients for this report. This report addresses the patient initials (B)(6), right eye, and another manufacturer report will be filed for other patients.

Manufacturer narrative:
Treatment report review shows no abnormalities that could have contributed to reported event. All energy settings were within range and specifications at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment date. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).